Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: added h6 codes. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease pathology likely impacted the event.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. In this case the patient underwent valvuloplasty due to high gradient concern for moderate valve obstruction. Physician determined after valvuloplasty no valve-in-valve intervention was required at this time. Note: 3300tfx was implanted in pulmonary position which is off-label. The high gradient, valve obstruction, and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. However, cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm aortic valve implanted in the pulmonary position for nine years, eight months, underwent valvuloplasty due to high gradient concern for moderate valve obstruction. Pre-bav rv pressures were 75/6/15 (systolic/diastolic/mean). Pre-bav pa pressures were 35/10/22 (systolic/diastolic/mean). Physician used a 24 mm x 4 cm vida balloon to perform valvuloplasty of the surgical valve. After measuring pressures in the rv and pa (post bav rv pressure systolic/diastolic/mean 55/9/15 and post bav pa pressure systolic/ diastolic/mean 55/15/27), no additional intervention was performed. Echo showed moderate pulmonary regurgitation on post procedural day one. Physician determined a valve-in-valve procedure was not required at this time. Patient was discharged on post-procedural day one.